Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode and emitting tones. Subsequently, the device was explanted, and a new device implanted. The device will not be returned for analysis due to being discarded at the facility. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. A memory download could not be performed. Error codes were noted in the latitude website, that indicated the device had entered safety mode. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Manual electrical measurements noted normal pacing and sensing functions. Detailed analysis of the battery did not identify any irregularities. The probable cause could not be determined because testing determined that the hybrid and the battery were functioning normally.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode and emitting tones. Subsequently, the device was explanted, and a new device implanted. The device will not be returned for analysis due to being discarded at the facility. Besides surgical intervention, no adverse patient effects were reported. The device was returned and analysis completed.

Event description:
It was reported that this pacemaker device was found in safety mode and emitting tones. Subsequently, the device was explanted, and a new device. Implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.